Manufacturer narrative:
G4:14dec2020; b4:16dec2020. The customer ordered and replaced the power management printed circuit board assembly (pm pcba) which resolved the issue and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported to philips that the device would not power off. The device was not in use at the time of the event. This issued occurred while trying to power the device off, and was not in use on a patient. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that when the power switch is pressed to power down, the unit responds somewhat, but then stops while still displaying the shutdown banner. The biomed had to disconnect ac power and battery to get the unit to shut off. The rse instructed the biomed to reconnect just ac power, and turned the unit in into ventilation, and diagnostic mode. The biomed stated error code 1115 was logged several times. When ac power was disconnected, while running, the unit did alarm. The rse advised the biomed to swap the power management printed circuit board assembly (pm pcba) for troubleshooting.